Event description:
It was reported that the patient had the implantable neurostimulator (ins) and one lead wire removed in (B)(6) 2013 due to infection. It was noted that the right side lead was left implanted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_ext, serial# unknown. Product type: extension: product ID neu_unknown_ext, serial# unknown. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).